Event description:
It was reported that the local area representative placed a call into technical services (ts) to reporting repeated reading data failed: unable to identify device. Upon review, it was confirmed that the device was supported by consult and the programmer software is up to date. The wand was moved around the full perimeter of the implanted device and the green light illuminated, but data could not be retrieved. The patient was moved to the hallway and chest electrodes were removed to reduce potential interference, yet the issue persisted. It was suspected that the device may have reached elective replacement indicator (eri) or entered safety mode, although the patient has not heard any alert tones. Currently, this product remains in service and no adverse patient effects were reported.